Event description:
Artificial disc replacement, since time of implantation continuation of pain - resulting in on going treatment - injections (spinal) adjustments (chiropractor) medication (cymbalta, wellbutrin) continued pain, loss of mobility.